Event description:
Received customer's medwatch report from FDA, which states " when the nurse was assessing the patient's IV tubing she noticed that the primary fluids appeared to have a yellow tinge color and the primary chamber was full. The patient had been receiving levoquin antibiotic. The nurse checked to see if the fluid was backing up by squeezing extra fluid back into the bag and restarted the fluids and the chamber filled up quickly. The secondary IV antibiotic was hanging higher than the primary as it should be. The nurse changed the primary and secondary tubing and no further issues were reported. " there is no report of any patient harm or medical intervention.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.